Event description:
It was reported from the us that during an orthopedic initial implant surgery a surgeon experienced a broken instrument. The surgeon was tightening a glenoid plate screws and the handle attachments broke. The pieces were retrieved from the surgical site causing a "small delay" with no reported patient event, checked by x-ray. The issue was resolved with the use of a non-ratcheting driver. The patients' condition was stable when he left the operating room. The agent was present at the time of surgery. There is no additional information on this event.

Manufacturer narrative:
(B)(4). Mfg date: 03/28/2011 word doc of eng eval attached to efile 06/18/ 2019 by (B)(4). The complaint device was returned for analysis. The broken instrument was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the damaged instrument appears consistent with brittle fracturing of the instrument material. The location and nature of the fractures appear consistent with applying a side-to-side force while trying to manipulate the attached device into a specific position during surgery. The design of the ratcheting driver handle has been in the field since 2006. Exactech has received 2 similar complaint reports involving this device since 2014. Because the ratcheting driver handle is used in both anatomic and reverse total arthroplasty, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of less than 0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. The frequency of occurrence ranking is very low; therefore, this does not appear to be a design issue. Exactech has received 1 other complaint involving parts from this manufacturing lot of 50 units, which has been in the field since 2011. X therefore, this does not appear to be manufacturing related. The broken ratcheting driver handle reported in experience c2018-231 was likely the result of applying a side-to-side force while trying to manipulate the attached device into a specific position during surgery, which led to brittle fracture of the mating feature. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken pieces of the handle were retrieved with a small delay to surgery. An investigation was conducted; the broken ratcheting driver handle reported was likely the result of applying a side-to-side force while trying to manipulate the attached device into a specific position during surgery, which led to brittle fracture of the mating feature.